Event description:
Same case as: MDR ID#2134265-2014-06153. It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 24mm in length, 3.mm in diameter target lesion being treated was located in the mildly tortuous and mildly calcified right coronary artery (rca) with lesser than or equal to 45 degree bend. The lesion was predilated with a 2.5mmx10mm unspecified balloon catheter. A 2.75x24mm promus element ¿ stent delivery system (sds) was selected to treat the lesion. During advancement, the physician encountered resistance. It was noted that the distal end of the stent got damaged. The physician then attempted to advance a 2.75x32mm promus element ¿ sds to the lesion; however, this device was also unable to cross the lesion and it was noted that the distal end of the stent was damaged. The procedure was completed with a 2.75mmx24mm non-bsc stent. No patient complications were reported and the patient's status was stable.

Event description:
Same case as: MDR ID#2134265-2014-06153. It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 24mm in length, 3.mm in diameter target lesion being treated was located in the mildly tortuous and mildly calcified right coronary artery (rca) with lesser than or equal to 45 degree bend. The lesion was predilated with a 2.5mmx10mm unspecified balloon catheter. A 2.75x24mm promus element ¿ stent delivery system (sds) was selected to treat the lesion. During advancement, the physician encountered resistance. It was noted that the distal end of the stent got damaged. The physician then attempted to advance a 2.75x32mm promus element ¿ sds to the lesion; however, this device was also unable to cross the lesion and it was noted that the distal end of the stent was damaged. The procedure was completed with a 2.75mmx24mm non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found no issues with the profile with no signs of overlapping or raised stent struts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube and shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).